Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. Device evaluation: baxter service confirmed a constant alarm that interrupted delivery involving an infuso.r. Was confirmed during device evaluation. The assignable cause was determined to be a damaged switchboard. The switch board was replaced to fix the reported condition.

Event description:
A baxter service technician reported finding an infusor pump which experienced a constant alarm which occurred after the pump had started infusing during device evaluation, interrupting delivery. There was no patient involvement. No additional information is available.